Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that the insulin pump had unresponsive buttons, a constant tone, and a frozen screen. The patient's blood glucose at the time of incident was 109 mg/dl. Troubleshooting was initiated for the insulin pump. The display was stuck on the version number screen. When the customer pressed act to clear the screen, the constant tone appeared. The customer changed the battery but the constant tone persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the audio/beep, frozen screen or button/keypad due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.